Manufacturer narrative:
Interrogation of the pump determined it was used to infuse saline 10.0 mg/ml at 0.061 mg/day analysis of the pump found overinfusion-undetermined root cause. The pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day).

Event description:
Information was provided by a healthcare provider via a manufacturer's representative regarding an implantable intrathecal pump intended to deliver an unknown drug, indicated for intractable spasticity and post spinal cord injury. The pump was replaced on (B)(6) 2016, due to end of life (eol)/elective replacement indicator (eri) and returned to the manufacturer for disposal only. It was noted on the returned product paperwork that a (B)(6) study was performed. No patient symptoms were reported. No patient injury occurred and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.